Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed prime/a33 test due to corroded motor home switch noted. Unable to perform occlusion test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor error alarms. The customer stated they were able to complete the rewind process and inserted a new reservoir. Customer reported the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.